Event description:
A malfunction was reported by the customer regarding their pump, and it was noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, but the malfunction code recurred afterward. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.